Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during testing, the pump was paired with a test cgm transmitter. After the two hour cgm startup period, the pump was allowed to enter sleep mode. The pump was awakened with the contrast keypad button and the pump appropriately displayed the bg trend graph. This was performed multiple times with the same results. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination or contact defects were found. Unable to duplicate ¿pump going to main menu, from sleep mode, after hitting contrast button¿ issue. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that when pump is asleep and they press the contrast button, it sometimes goes to the main menu. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.